Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that patient went to a minor emergency center because she was having some dizziness. There was visible separation in the rv lead on fluoroscopy and clinic had reported noise. The lead was capped. Should additional information be received, this file will be updated.